Event description:
We receive prefilled on-q pumps from (B)(6) compounding pharmacy. (B)(6) purchases the empty pumps from avanos and then fills them for us with bupivacaine 0.125%. We received one pump that was completely missing the dial that adjusts the flow of the pump. We have also had numerous patients call after discharge stating that the dial has fallen off. FDA safety report ID# (B)(4).